Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection revealed a few minor scratches on the exterior of the returned device. Functional evaluation revealed that the returned device performed as intended and exhibited no functionality issues during the testing process. At no time during testing did the subject controller emit any smoke or smell overheated while activating a known good wand several times without incident. The ablation and coagulation voltage output readings were within specified ranges. The complaint was not verified and the root cause was unable to be determined since the device functioned as intended. Potential factors unrelated to the manufacturing or design of the device that could have contributed to the reported event includes: (1) there could have been a power surge which could have caused the subject controller to overheat, or (2) the exhaust fan at the rear of the subject controller might have been obstructed by a wall or another piece of equipment in the operating theatre, thus not allowing sufficient airflow through the subject controller causing it to overheat. A review of the manufacturing records found that the device did meet manufacturing specifications at the time of release into distribution.

Event description:
It was reported that when the controller was turned on there was smoke coming out of it. No patient injury was reported.